Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements and oversensing with pacing inhibition due to unipolar sensing. Technical services (ts) had been contacted by the health care professional (hcp) to discuss a recent decrease in longevity of the device when ts noted the aforementioned issues on the rv lead. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to normal battery depletion. The rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements and oversensing with pacing inhibition due to unipolar sensing. Technical services (ts) had been contacted by the health care professional (hcp) to discuss a recent decrease in longevity of the device when ts noted the aforementioned issues on the rv lead. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The device and leads remain in service. No adverse patient effects were reported.